Event description:
It was reported the case is damaged. The external pulse generator was returned to the manufacturer for calibration and repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) is missing pixels. Analysis also found the upper and lower cases are broken and corroded. Battery release is contaminated. Side bail covers and battery drawer are broken. Lead flex cover is corroded. (B)(4).